Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. It was confirmed that the tip of the grasping surface was severely worn and metal part was exposed. There was a mark in the tip of the grasping surface indicating that it contacted the tip of the probe. There was a mark indicating in the tip of the probe that it contacted a metal object. The manufacturing history of the subject device was reviewed, with no irregularities that related to this phenomenon noted. This type of the damage is most likely related to the operator's technique. Based on the past similar cases, it is known that the grasping surface becomes severely worn and metal part becomes exposed due to the continued activation of output while the grasping section is closed without grasping any tissues. The cause of the sound unlike the ultrasonic output couldn't be identified, since this phenomenon didn't duplicate. The instruction manual of this device indicated below. Do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to detach or premature wear in the grasping surface. Please cross-reference the following report: 8010047-2015-01133.

Event description:
When the subject device was used during an appendectomy, a sound unlike the ultrasonic output occurred. The user retrieved this device out of the patient's body, and the grasping surface of this device was severely worn and burnt. The procedure was completed with this device, and there was no patient injury reported.